Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reports that the screws broke during the revision surgery. This pc reports that the plate breakage, pain, and faulty union occurred after the primary surgery. It was reported that on (B)(6) 2023, the patient underwent the primary surgery with the mtp fusion plate for the hallux valgus. The surgery was completed successfully without any surgical delay. Plate breakage was confirmed three months after surgery. Then, the patient was being followed up. However, the patient complained of pain and bone fusion has not been achieved. Therefore, the revision surgery was performed on (B)(6) 2023. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient status/ outcome: stable. No further information is available. This report is for one (1) 2.4/2.7 ti va 1st mtp fsn pl/sm/5 dg/r-s. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6 part: 04.211.232s; synthes lot:7873863; supplier lot:n/a; release to warehouse date: feb 06, 2015; manufactured by: synthes elmira; no non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.